Event description:
The laser had a problem at cooling system. We are unaware about pt injury.

Manufacturer narrative:
The power supply cable of peltier cooling system was damaged. This cable was replaced and the laser system returned to work. We are unaware about delay on treatment or ot injury.